Event description:
Pt reported experiencing elevated blood glucose ( 300 mg/dl), for the past few days. They indicated that they attempted to lower blood glucose by delivering additional boluses; however their blood glucose did not decrease, as expected. Additionally, pt stated that the device has been generating occlusion errors (04). No treatment was received for high blood glucose.